Manufacturer narrative:
The vascular probe was returned to synovis surgical innovations for evaluation. The failure mode of the device could not be duplcated during the evaluation. The device malfunction is inconclusive. If additional pertinent information becomes available, a supplemental report will be submitted.

Event description:
Patient had a lubal procedure requiring the creation of an anastomosis. The surgeon used a vascular probe to provide structure to the anastomosis. After creation of the anastomosis, the probe was removed and broke into 4 pieces when coming through the end of the tube. No patient harm.